Manufacturer narrative:
The system was received for in-house testing. The reported problem was confirmed. The power supply was replaced and the system was realigned. The lamp was replaced. Preventive maintenance was performed. The system was then calibrated and tested. The system met all product specs. (B)(4).

Event description:
The customer reported the light source is shutting off during cases. The customer noted this happened twice yesterday and once last week. The customer rebooted the light source and the cases were completed as planned. The delay was minimal. No pt injury was reported.